Event description:
Same case as MDR 6000089-2006-626, 6000093-2006-00647, 6000089-2006-625, 6000089-2006-00622, 6000089-2006-00624 and 6000089-2006-00621. It was reported that 87 days after a coronary artery drug eluting stenting treatment procedure the patient died. The physician treated multiple lesions located in the left anterior descending (lad) and the circumflex (cx) coronary arteries. There was mild tortuosity and 20-25% stenosis. The physician deployed seven taxus express2 drug stents sizes 2.75x24mm, 2.75x32mm, 2.5x24mm, 2.5x24mm and 3.0x24mm, 3.0x16mm and 2.75x24mm in the lad and cx. There were no complications reported with this procedure. 87 days following this procedure the patient presented in shock and died in the hospital. In the opinion of the physician the death was not related to the taxus express2 stents. The reason for shock is unknown, but thoughts from the physician were maybe because of the temperature change or target organ failure due to the patient's diabetes mellitus.